Manufacturer narrative:
Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Other relevant device(s) are: product ID: enveor-n-us, lot number: 0008700597, use by date: 04.07.2019, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed. As the delivery catheter system (dcs) was removed, the nose cone caught the top of the valve frame and caused it to dislodge. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.